Event description:
A 24 mm diameter x 3.75 cm length aneurx aortic cuff was implanted into a pt for endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unknown. The illiac arteries were reported to be small in diameter with minimal calcification. It was reported that the pt was brought in after a motor vehicle accident with a focal dissection of the lower thoracic. One aortic cuff was successfully placed with just a slight resistance. The physician then elected to implant another aortic cuff; however, during removal of the delivery system the physician felt high resistance but continued to remove the delivery system and the illiac artery was perforated. The physician elected to repair the perforation with two aortic cuffs. It was reported that from a vascular perspective the pt is stable but the problems from other trauma are still present. No additional clinical sequale were reported.